Manufacturer narrative:
B3: date of event - estimated. H6: medical device problem code 2017 - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed a under separate medwatch report number.

Event description:
It was reported that this was a vessel closure of an unknown, calcified vessel using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the sutures of two prostyle devices were deployed. When retracting the footplate lever, the feet did not close/retract into the sheath. The devices were removed with slight resistance felt; however, without patient harm. Two other prostyle sutures were successfully preplaced. The evar procedure was completed. The preplaced sutures were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.